Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 515 mg/dl at time of incident and other 244 mg/dl. Customer treated with correction. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.